Event description:
It was reported that there were patient alerts produced for atrial lead impedance measurements not taken and it was not clear how this could be happening, what it meant, and if there was any evidence that the lead could be "starting to go bad." The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.